Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply green light would not come on. The leg was opened to complete the procedure. The hospital did not report any pt effects. The device is out of warranty and was sent to biomed. The hospital stated that it was retired from active service due to it no longer being needed earlier this month on oct/10/2014, does not know why it was back in use.